Manufacturer narrative:
Additional information received on 27nov2015: the patient had no particular underlying conditions. The value of the low parameters were between -3 to 5. There was no patient injury and there was no issue during insertion of the probe. The cable and probe were secured as usual with the clip. It was unknown if the catheter was pulled back slightly after insertion. The catheter was zeroed to atmosphere by using zeroing tool provided prior to implantation. On (B)(6) 2015, when they took off the probe from the patient because of the low parameter, a small white ball came out at the same time as the catheter. The customer identified this small ball in the screw participate to fix the fiber. The new catheter was inserted but without this ball, the catheter moved in the screw. They maintained the catheter with an adhesive plaster. Then, another new catheter was placed on (B)(6) 2015 because the fiber was not correctly maintained and was taken off accidentally during imaging check. The patient finally had an external ventricular drainage and was transferred to neuro but was still in critical neurologic state.

Manufacturer narrative:
Integra has completed their internal investigation on (B)(6) 2016. The investigation included: evaluation of actual device review of device history records. Review of complaint history. The customer only returned introducer assembly. The introducer assembly was disassembly for inspection; there was no collet inside the cranial bolt. A review of lot 305e00319235 indicates that lot met specifications before released to finished goods. Complaint history, model 110-4xxx, from (B)(6) 2014 through (B)(6) 2015 reviewed; there were nine other complaints that issued with complaint code ae003, and two of them were confirmed. Failure rate percentage 0.01%. The reported customer complaint that the catheter could not be secured inside the bolt was verified. Based on the complaint description, the compression cap and collet were removed from the catheter. The collet was not replaced, hence the inability to secure the catheter in the bolt. The dfu included with each camino catheter monitoring kit states that ¿if loosening is required, take care to ensure no component or part of the camino catheter moves or falls out during loosening. Failure to do so may result in an inability to secure the catheter¿. The reported complaint appears to be the result of inappropriate use of the device by the end user.

Event description:
Monitoring for the patient began on (B)(6) 2015. It was medical decision to change the probe in (B)(6) 2015 due to low parameters. During the change of probe, it was decided to conserved the bolt part in place and change only the fiber. "During the removal of the fiber, a part of the bolt was lost (not conserved only the bolt was kept)". It was impossible to tighten the new fiber; difficulty to maintain the fiber and risk of accidental removal. On (B)(6) 2015, the full kit was changed. Additional information has been requested.